Event description:
On the initial report received by aso on (B)(6) 2026, the consumer stated that the product caused her irritation under the arm and on the left side of the breast. The incident did not result in hospitalization, but the consumer sought primary care medical attention on (B)(6) 2026.

Manufacturer narrative:
As (B)(6) 2026 aso was unable to retrieve the lot number information or unused return product. Aso reviewed records of biocompatibility tests and latex screening with no issues reported. Refer to section b.6 of this report for further details.